Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 1 colony forming units (cfus) of maraxella osloensis, and 10-100 cfus of dermcacocous species. The device was retested on april 7, 2025, and it tested positive for 1 cfus of verticillium species. The device was tested again on may 21, 2025, and tested positive for 1-9 cfus of esherichia coli. The device was tested again on august 20, 2025, and tested positive for 1-9 cfus of bacillus species isolated. Lastly, the device was re-tested on september 15, 2025, and tested positive for 1-9 cfus of staphylococcus capitis. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
It was additionally reported that this colonovideoscope had no aerobic growth after 5 days of intubation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the device evaluation and the complaint investigation. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.